Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) channel. As a result, three inappropriate bursts of anti-tachycardia pacing (atp) and one inappropriate shock were delivered. High out of range pacing and shock impedance measurements were also noted. This rv lead was fracture. As a result, this lead was turned off. Subsequently, this lead was successfully explanted and replaced. No additional adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned in two segments, severed 67, 127, and 185 mm from the terminal end. Extraction tool damage noted in the insulation. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use on the segments of lead returned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) channel. As a result, three inappropriate bursts of anti-tachycardia pacing (atp) and one inappropriate shock were delivered. High out of range pacing and shock impedance measurements were also noted. This rv lead was fracture. As a result, this lead was turned off. Subsequently, this lead was successfully explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.